Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the "item is broken in the ceramic part at the distal end". No negative impact in state of health reported.

Manufacturer narrative:
Device was returned to the manufacturing site as documented in section d9. This event is filed under internal complaint ID (B)(4).